Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. The device was sent to the manufacturer for evaluation.